Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements, greater than 200 ohms. Technical services (ts) examined the presenting electrogram (egm) and advised determining the vector breakdown to find out if there are programming options for troubleshooting. No adverse patient effects were reported. Currently, this lead remains in service.